Event description:
After placement of the stent on (B)(4) 2015, the stent collapsed and occluded. It was stated that the patient did not have a stone and the physician could not understand why the device would compress. The collapsed and occluded stent required an extended stay (6 days) in the hospital for the patient. No harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. No product was returned for evaluation. The IFU for the product states "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures." There is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. Complaint is confirmed based on customer statement. Due to product not being returned, a root cause can not be determined. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
After placement of the stent on (B)(6) 2015, the stent collapsed and occluded. It was stated that the patient did not have a stone and the physician could not understand why the device would compress. The collapsed and occluded stent required an extended stay (6 days) in the hospital for the patient. No harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.